Event description:
It was reported that pericardial effusion (pe) occurred. The patient had pre-existing renal issues. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pre-existing pe noted prior to the procedure of an unknown cause. Intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for the implant portion of the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) through a watchman fxd curve access system (was). A 20mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed and implanted. At an unknown time during the procedure, hypotension was noted but it normalized. Final tee sweep imaging showed the pre-existing tee did not worsen. The procedure was concluded. At an unknown time, post index procedure when the patient was still hospitalized, a worsening pe was noted. The patient was also noted to be in renal failure and requiring intubation. The patient remains hospitalized.